Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt/ check te pad messages) was confirmed. As received, the belt failed incoming functionality testing. Upon evaluation, there was an open pulse wire inside the cable connecting the distribution node (dn) and front te, between the front te and ECG electrode a. The cause of the non-functional electrodes is the open wire. The root cause of the open wire is excessive force placed on the cable. There was no death or adverse event associated with the belt malfunction.

Event description:
A us distributor returned an electrode belt indicating that the patient experienced "adjust belt" and "check therapy pad" messages.